Event description:
Procedure performed: diagnostic laparoscopy. Event description: plastic under the balloon on the port broke off when the port was being removed from patient's abdomen. The piece of plastic fell on to the curtain and did not leave anything in the body of the patient. Patient status: the procedure finished up as normal and the patient has experienced no issues.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragment was identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the fragmentation was due to an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue line fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: plastic under the balloon on the port broke off when the port was being removed from patient's abdomen. The piece of plastic fell on to the curtain and did not leave anything in the body of the patient. Patient status: the procedure finished up as normal and the patient has experienced no issues.